Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32mm x 3.5mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, when the device was delivered into the target lesion the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 32mm x 3.5mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, when the device was delivered into the target lesion the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The distal end of the stent was damaged with stent struts pulled and stretched over the distal tip. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.